Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed 07 oct 19. 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. (B)(4) units released. Expiry date: 31-dec-18 .

Manufacturer narrative:
Product complaint #(B)(4). Initial reporter occupation: lawyer. Dmf# (B)(4). Trade name (B)(4). Active ingredient(s) gentamicin sulphate. Dosage form - powder. Strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, the patient had a left total knee arthroplasty to address osteoarthritis. Depuy components, including depuy patella, and depuy cement x2 were used during this procedure. On (B)(6) 2021, the patient was revised to address aseptic loosening of the tibial component. The tibial tray had debonded from the cement. The femoral component was noted to be well fixed but was revised. The patella remained in-situ. Competitor components were used during this procedure along with competitor cement. Doi: (B)(6) 2017 dor: (B)(6) 2021 (left knee).